Manufacturer narrative:
Event site postal code: 510-0822 this event occurred on the japanese market with a transray 34cc iab, which is a significantly similar device to a sensation 34cc, which is sold in the us. For d4: di number has been used for sensation 34cc or (B)(4)., which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacture date corresponding to transray device involved in the event, which is not available in USA. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion, the intra-aortic balloon (iab) membrane became unfurled and the iab could not be inserted. A new iab was inserted to provide therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).